Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the snare loop wire would not extend from the tip of the catheter. The procedure was completed with a new boston scientific snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the snare loop to be retracted into the sheath. The sheath of the device was measured and found to be out of specification. A functional evaluation of the device was performed by extending the loop. Upon extending, the loop was not exposed from the sheath. The returned unit was consistent with the complaint incident that the snare wire would not exit the catheter. This was a known manufacturing issue in which the sheath was insufficiently cut during the manufacturing process. A corrective action has been implemented. This device lot was produced prior to the implementation of the corrective action. A review of the device history record was performed for lot 13393707 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13393707.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the snare loop wire would not extend from the tip of the catheter. The procedure was completed with a new boston scientific snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of snare loop wire would not extend. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.